Manufacturer narrative:
This report is submitted on december 16, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to the patient being a non-user.

Manufacturer narrative:
This report is submitted on january 31, 2023.